Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6) year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: depo provera from 2005 to 2009. Concurrent conditions included body mass index normal. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2010. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety") and underwent tooth extraction ("dental problems teeth were extraxcted"). In 2016, the patient experienced alopecia ("hair loss") and endometriosis ("other injury(ies) or complication, please describe: endometriosis"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, bladder disorder, urinary tract disorder, tooth extraction, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, endometriosis, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, mood swings, pelvic inflammatory disease, pelvic pain, tooth extraction, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received: case become incident. Lot number was added. Events : pelvic inflammatory disease, mood swings, abnormal bleeding (vaginal), menorrhagia, uti, yeast infection, depression, anxiety, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia, pain, fatigue, weight gain, hair loss, endometriosis, abdominal pain, lower back pain were added. Concomitant medication, lab data, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 24-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: depo provera from 2005 to 2009. Concurrent conditions included body mass index normal. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from february 2010 to may 2010. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety") and underwent tooth extraction ("dental problems teeth were extraxcted"). In 2016, the patient experienced alopecia ("hair loss") and endometriosis ("other injury(ies) or complication, please describe: endometriosis"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, bladder disorder, urinary tract disorder, tooth extraction, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, endometriosis, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, mood swings, pelvic inflammatory disease, pelvic pain, tooth extraction, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in may 2010: total bilateral occlusion. Lot number: 683282 manufacture date: 2009-10. Expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.